Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and performed a high sensitivity (hs) system check which passed within system specifications. The fse did not note any hardware issues. The unit conformed to the manufacturer's published performance specifications and was returned to operation. All related medwatch reports associated with this event: 2122870-2012-00442, 2122870-2012-00443, 2122870-2012-00444, 2122870-2012-00445, 2122870-2012-00446, 2122870-2012-00462, 2122870-2012-00463, 2122870-2012-00464.

Event description:
The affiliate reported the customer alleged elevated troponin I (accutni¿) results, within the risk stratification, for nine patients involving access 2 immunoassay system. Subsequent testing produced lower results within the risk stratification. Additional testing performed on an alternate unicel dxi 800 access immunoassay system produced lower results within the normal reference interval. The elevated retest results were released out of the laboratory. Amended reports were issued. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.